Manufacturer narrative:
Evaluation of system logs and treatment tip has been. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. There are no further actions to be taken. A review of the manufacturing records showed all requirements were met. Datalogs confirmed the system and handpiece perform as expected. Evaluation of the treatment tip found no issues. It was reported the patient was placed under sleep anesthesia. The patient should never be placed under anesthetics during thermage treatment. The customer must be alert and provide required feedback during treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the user in determining safe and effective treatment levels. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient. Complaint type identified within risk analysis and performing within anticipated rate. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
The data logs were evaluated and based on data, the handpiece and system performed as expected. The tip was evaluated with reps left 345. The tip passed leak, visual (no dents, scratches and pic delamination, dielectric breakdown), and thermistor testing. No functional test was performed due to tip time limit being reached. Further investigation underway.

Event description:
The user facility in (B)(6) reported a patient sustained a burn to the face during thermage treatment while under sleep anesthesia. The incident occurred at about 255 reps, and the highest energy level used was 3.0. The treatment tip was inspected prior to use and at about every 50 reps after with no anomalies noted. The patient was prescribed dexamethasone (oral) after the procedure, and poly wrap.